Manufacturer narrative:
Results: the pusher assembly was kinked approximately 138.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the pusher assembly was kinked near the proximal end of the introducer sheath. This damage likely occurred due to forceful advancement of the pusher assembly against resistance. During functional testing, the smart coil was advanced through its introducer sheath and a demonstration microcatheter without issue. Therefore, the root cause of the reported resistance could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached seven smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician experienced resistance in the coil's introducer sheath and the coil would not advance; therefore, it was removed. It was reported that the coil did not reach the distal tip of the introducer sheath. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached seven smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil out of its introducer sheath and into the microcatheter, the physician experienced resistance in the coil's introducer sheath and the coil would not advance; therefore, it was removed. It was reported that the coil did not reach the distal tip of the introducer sheath. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.